Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. There were no patient consequences.